Event description:
Patient was admitted to the hospital for total capsulectomeis and removal of bilateral breast implants secondary to bilateral rupture. Both silicone breast implants were leaking at the time of surgery. Pathology reports that embossed onto the surface of both breast implants are the letters scl and numbers 220. Right breast implant was noted to have a 1cm slit-like area disruption in the implant surface. The left breast implant was noted to have a pinhole in the lateral aspect of the implant. Patient denies any trauma to chest or breast. Patient had first breast implants placed in 1977 and then removed and replaced in 1985. Manufactuer is unknown. Patient authorized hospital to dispose of surgically removed breast implants.